Event description:
After a nephrectomy procedure, the physician and nurse confirmed that one pin fixing the grasping section was not found and another pin broke. The procedure was completed as scheduled. There was no pt harm reported.

Manufacturer narrative:
The subject device was not returned to olympus. The manufacturing history was reviewed, with no irregularities noted. Based on cases with the same model, we have considered as a possible cause of this case that the strong force was applied to the grasping section outside the body at reprocessing, for example, and the pins damaged. In addition, the physician unawarely continued to use the subject device. If additional information is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.